Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report. In transit.

Event description:
Double row cuff repair surgery was planned. The surgeon used versalok anchor. The anchor did not get deployed as the versalok gun did not fire. The peek portion of the anchor was lodged in the bone and the titanium portion did not get deployed. The surgeon thought it to be a user error and used the second anchor. The same problem persisted as the gun was jammed and was not locking the anchor. The second versalok anchor was used thinking the versalok gun might have not fired during first attempt but the problem persisted as the gun was jammed. The surgeon discontinued the product and used the alternate competition implant and lead to successful surgery. Procedure was prolonged 45 minutes. See associated med watch # 1221934-2014-00363, 1221934-2014-00364

Manufacturer narrative:
The complaint device is not being returned and therefore unavailable for a physical evaluation. One possible cause for the reported failure is likely an old/worn/¿sticky¿ deployment gun that does not always return to the ¿home¿ position after the trigger is actuated, which cannot be confirmed with the deployment gun not sent back. Other than this possibility, we cannot discern a root cause for this failure at this time. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point, no further actions are warranted. Mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Double row cuff repair surgery was planned. The surgeon used versalok anchor. The anchor did not get deployed as theversalok gun did not fire. The peek portion of the anchor was lodged in the bone and the titanium portion did not get deployed. The surgeon thought it to be a user error and used the second anchor. The same problem persisted as the gun was jammed and was not locking the anchor. The second versalok anchor was used thinking the versalok gun might have not fired during first attempt but the problem persisted as the gun was jammed. The surgeon discontinued the product and used the alternate competition implant and lead to successful surgery. Procedure was prolonged 45 minutes. See associated med watch # 1221934-2014-00363, 1221934-2014-00364.